Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate high voltage therapies due to lead dislodgement. The lead was repositioned.